Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A photo was attached with the radiograph of the patient's implant; however, the photo was not sufficient enough to confirm the failure mode. To date, the requested surgical records and x-rays have not been provided. Per complaint details, no patient harm or injury was sustained as a result of this device related incident. The procedure was completed using a change of technique, with no significant delay. Therefore, no further medical assessment is warranted based on the information provided. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during thr, the tip of a r3 offset impactor tip broke during cup insertion. All pieces were retrieved and x-ray showed no retained pieces of the broken item. There was no significant delay and the procedure was finished by changing the surgical technique. The patient was not injured beyond the described event.